Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was not working. A technical support specialist (tss) dialed into the server and verified that the device setting was not configured to require a witness for login. Dialed into station and observed the error indicating bio ID device maintenance was required, causing witness login prompts. Deployed remote support service package to station, rebooted the device, and confirmed with customer that the issue was resolved after the update. Closed the case with permission. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es surb2 biometric identifier was not working, required a witness and was not allowing user to sign in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.